Event description:
The manufacturer received information alleging a ventilator's pressure was weak and there was no humidification. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed period. The preliminary investigation was done and it was discovered that the low inspiratory pressure or circuit disconnect alarm occurred. There was evidence of debris on the filter at the back end and foam was lifting up from inside of the device was observed. The device's inlet air path foam needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pressure was weak and there was no humidification. There was no harm or injury reported. The previously reported information was incorrect. The previous submission should have reported: the manufacturer received information alleging a ventilator's pressure was weak and there was no humidification. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. During the evaluation, it was observed that a low inspiratory pressure and a circuit disconnect alarm occurred. The foam was lifting up from inside the trilogy. There was also evidence of debris on the filter at the back end of the device. The device's inlet air path foam needs to be replaced to address the issue.